Event description:
It was reported that post-operatively, the patient complained of chest pain. Pericardial effusion and a possible perforation were suspected. Pericardial drainage was performed and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).